Event description:
It was reported that ¿when a new package was opened for a procedure and its impedance values were measured, abnormal values were detected for electrode numbers 0, 3, and 4.¿ the abnormal impedance values were between 5000 and 10000 ohms, while the other electrodes presented normal values between 1200 and 1500 ohms. The lead was ¿cleaned several times in an attempt to improve it,¿ however normal function of the lead could not be restored. The lead was replaced at the time of the procedure as a result of the event. The same components were used to test the impedance values again and found ¿all values were within regulations¿ following the replacement of the lead. It was noted the issue was only experienced with one of the two leads that were to initially be implanted. Additionally, the procedure was noted to have been ¿standard¿ with ¿no problems¿ otherwise observed. There were ¿no¿ health hazards to the patient from the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: neu_stylet_acc, lot# unknown, product type: accessory. (B)(4) analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found no anomaly.

Manufacturer narrative:
(B)(4).